Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer stated that the numbers kept scrolling on the screen of the insulin pump. The customer's call was disconnected and a replacement insulin pump was not sent.